Event description:
Customer complained that the inner cannula popped out of the outer cannula when patient rolled over onto the side while asleep. The vent alarm went off and patient awoke and re-secured the inner cannula back into place. No patient harm or therapy changes reported by caller.